Event description:
Placement of an 18-10 stent into an elderly (>70yrs) frail, female pt was reported to have gone well. However, for 48 hrs post-op she was reported in severe pain and required appropriate analgesic. It was further reported that the heavy sedation and drugs contributed to respiratory complications and subsequent death.